Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and was admitted to the hospital for diabetic ketoacidosis (dka) after the infusion set detached due to excessive sweating. The customer¿s spouse administered a manual insulin injection prior to hospital admission, which helped lower the blood glucose to 118 mg/dl by the time of arrival at the hospital. The customer attributed the high blood glucose event to the infusion set coming off due to excessive sweating. The event involved product(s) mmt-342, mmt-431ag, mmt-1884. Treatment in the hospital included emergency medical services admission. And administered through manual injection. Troubleshooting was performed and it was unknown whether customer had been using the insulin pump and auto mode feature within 48 hours prior to the event. No further patient complications were reported, and no product return is required for mmt-342, mmt-431ag, mmt-1884.